Event description:
On 08/19/2024, znyo medical received a report from the customer that the pump failed the volume test. No patient involved reported.

Manufacturer narrative:
There are no previous complaints on the device related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing where it was detected the pump's performance fell outside the acceptable range for the flowrate %. Consequently, it necessitated an adjustment to the pump's flowrate %. It was confirmed the recalibration addressed the issue successfully. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint (B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The pump was received and it was found that the calibration settings on the pump did not match the DHR. The device was tested at the -3 flowrate offset that third party service provider had set on the device and it was verified to pass testing with a flow rate deviation of (B)(4) . A hexifile was loaded onto the pump that changed the flow rate offset from 2 to -3. The pump was verified to pass testing after the rework was completed. CAPA zm2023-07 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).